Manufacturer narrative:
(B)(4). Date sent: 7/22/2025. D4: batch # 744c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. This report is not intended to deny that you experienced a problem with the device. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon flex vascular 35mm - powered is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 744c21, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? -pulmonary surgery. What is the surgeon¿s experience with the pvs device? -unknown. What is the compressed width and thickness of the vessel? -unknown. What is the estimated compressed width of the target vessel? -unknown. Did the surgeon wait 15 seconds prior to firing? -unknown. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? -unknown. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? -unknown. Were any surgical clips used in the area of the device firing? -unknown. Were there any staple shape issues noted? -malformed staples. Did the patient receive any preoperative chemotherapy or radiation? -unknown. How was the post-op bleeding identified? -it was intro-op bleeding. What was the total estimated blood loss (ml)? -unknown. Was a transfusion required? -unknown. What was the pre and postoperative anti-coagulant and pain management protocol? -unknown. Was there calcification of tissue that impeded clamping or cutting? -unknown. Were there any pre-exiting patient conditions? -unknown.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2025 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any staple shape issues noted? Did the patient receive any preoperative chemotherapy or radiation? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure of treating superior lobe of right lung, after a fire, noted bleeding at both proximal and distal ends (position a3). Before using suture to oversew, it became massive bleeding. Converted to open operation immediately to rescue. The patient is in good condition so far.